Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address aseptic loosening of tibia and femoral component, there was bone loss of the distal lateral femoral condyle. Cement was competitors. Doi: (B)(6) 2014 dor: (B)(6) 2017 (right knee).

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary =no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. The patient underwent a right knee revision due to tibial tray loosening at the cement to implant interface. The femoral component was noted as well fixed, however, after removal it was evident there was some erosion due to synovial hypertrophic process causing some bone loss involving the distal lateral femoral condyle and posterior aspect of the lateral femoral condyle. There was no significant bone loss otherwise from the remainder of the distal femur. The surgeon noted the tibial tray was grossly loose at the cement to implant interface. After removal of the cement on the tibia, the surgeon reported one cortical defect over the anteromedial proximal tibia that communicated into the metaphyseal area, measuring 1.5 cm x 1.5 cm. The defect correlated with the area of the prior acl tunnel from the primary operation. The patella component was well-fixed and not revised. Competitor cement was used during the primary operation. Doi: (B)(6) 2014, dor: (B)(6) 2017 right knee.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. No code available (3191) is used to capture the surgical intervention and medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.